Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2025. During the procedure, at the time of being shot, the clip did not come loose and was pushed hard, causing a perforation. The procedure was completed with another resolution 360 ultra clip. The patient's condition was reported to be fully recovered. No further information has been obtained despite good faith efforts.